Event description:
It was reported that the patient presented to surgery with initial diagnosis of c5-c6 disc herniation. The patient underwent a procedure for implant of artificial disc at c5-c6. At approximately 3 months postoperatively, the patient complained of intermittent upper right extremity pain. Treatment included an ti-inflammatory medications. At the 6 month postoperative evaluation, the patient continued to complain of intermittent pain in the right scapular region and neck accompanied by intermittent numbness in the right c8 root distribution. Treatment included c5-c6, c6-c7, and parascapular trigger point injections with 40mg depo-medrol, physical therapy, and referral to a specialist. The patient reported no relief from the steroid injections at this visit. At the 12 month postoperative evaluation, the patient continued to experience pain in the right neck and scapular regions. Treatment included ultracet and the patient was advised to continue physical therapy. Approximately 17 months postoperatively, the patient was re-evaluated due to increasing complaints of neck, proximal right upper extremity pain, and parascapular pain. Treatment included ultracet and the patient was advised to consider additional epidural steroid injections or cartilage reinforcing injections. Approximately 19 months postoperatively, treatment included c5-c6, c6-c7, and parascapular trigger point injections with 40mg depo-medrol. At the 24-month postoperative evaluation, the patient continued to complain of interscapular pain, possibly due to a c3-c4 disc herniation or the symptoms could be myofascial in nature. Treatment included a referral to a pain clinic. Approximately 48 months postoperatively, treatment included a c6 epidural steroid injection with 12mg celestone. At the 60 month postoperative evaluation, the patient continued to have intermittent neck and right scapular pain. Treatment included hydrocodone 10mg a day divided in four doses and a referral to a pain management group. Approximately 97 months postoperatively, the patient continued to experience intermittent neck, right scapular, and right upper extremity pain. No treatment was provided. No diagnostic procedure was performed. At approximately 120 months, the patient still had the same pain in the neck, right scapula, and upper extremity. Treatment included tramadol 25 mg, ½ tablet in the evening. The investigator noted this event was possibly related to the prosthesis and stated that the patient had pain preoperatively and had a diagnosis of fibromyalgia.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.